Manufacturer narrative:
No lot number was provided by the customer; therefore, a review of the manufacturing device history record to determine if any deviations took place during the manufacture of the product could not be performed. Customer stated sample is not available; therefore, an evaluation of the complaint device for deficiency of construction could not be performed. Without a lot number or the actual event sample involved in the incident and duplication of the non-conformance, no specific assignable cause can be determined regarding the reported incident. Without a specific assignable cause, no specific corrective actions can be completed; however, we will continue to monitor concerns such as these for possible future actions. Key production and quality personnel have been made aware of this reported incident through the investigation process.

Event description:
(B)(6) patient, hospitalized for the care of a patient febrile neutropenia following chemotherapy for evolutionary t-cell lymphoma. On the night of (B)(6) to (B)(6), the patient had a sudden dyspnea with cardiopulmonary arrest, taken care of by a doctor (from intensive care unit). The patient vomits abundantly, causing a defect of ventilation. An intubation was necessary. The doctor intended to perform a broncho-aspiration using the medic-vac system. The facility reported that this was not possible because the system did not work (no depression in the patient's manifold). The use of a second system permitted to obtain a suction. Consequences : procedure delayed. The facility reported that ventilation was not possible due to aspiration defect. The cardio-respiratory reanimation was stopped due to the serious neurological prognosis. The patient died.